Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿particulate wear debris and discoloration from metallic or polyethylene components of joint implants may be present in adjacent tissue or fluid, it has been reported that this wear debris may initiate a cellular process resulting in osteolysis or it may be present as a result of loosening of the implant..¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04859/04860 and 04862).

Event description:
It was reported patient enrolled in a clinical study underwent revision hip arthroplasty on (B)(6) 2004, to implant a biomet constrained system due to unknown reasons. Subsequently, the patient was revised on (B)(6) 2008, due to wear of the acetabular component and the presence of osteolysis. Operative notes state there were fractured screws present. It is unknown which screw(s) were fractured. The constrained head, acetabular component and polyethylene liner were removed and replaced. No further information has been provided.